Event description:
(B)(6) states that the upholstery is sagging and needs replaced, she is still using the chair. The chair has been in use since 1-12 months. She states it is uncomfortable. She states she uses the chair with normal use. Dealer called in on (B)(6) 2015 added the dealers account number and him as customer contact w/ phone number along w/ RMA number (B)(4): dealer states the upholstery is sagging and the patient is touching the frame underneath. Clothing guards are also broken on both sides. No further information provided.